Event description:
It was reported the superior vena cava (svc) impedance on the right ventricular (rv) lead was over 200 ohms and triggered a warning. A fracture was suspected. The svc coil was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4194 implantable pacing lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).